Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported issue that the device had a blank screen. The unit was triaged and the customer¿s reported condition was confirmed. The unit under testing was powered up and the display was blank with the backlight on. The customer lcd was replaced. After the replacement, the display was no longer blank and functioned properly. Upon further inspection of the customer lcd, the glass under the epoxy coating was observed to be cracked. This observation was the root cause of the reported symptom. One additional finding was that the main pcba had signs of fluid ingress. The cause is excessive damage due to customer misuse. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the enteral feeding pump had a blank screen.